Manufacturer narrative:
The device evaluation was completed on (B)(6) 2020. It was reported that a female patient (71 year old, 50kg) underwent atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. After the catheter was inserted, during mapping, a bubble error occurred, the catheter (lot #: 30387847m) was flushed and the irrigation was weaker than expected. The physician requested to change the catheter. When the second catheter (lot #: 30392948m) was connected, error 106 was displayed. At this point, a pericardial effusion was noted (blood pressure drop) and the procedure was aborted without using the second catheter. A pericardiocentesis was performed and 300ml were removed. After the blood pressure stabilized, the patient was returned to the ward. The physician¿s commented that when the head of the cardiovascular ablation group gave his opinion, he asserted that the cause was that the catheter was mapped to the right ventricular outflow tract (rvot) by unreasonable contact while mapping with the ablation catheter. This physician also acknowledged that the poor catheter irrigation was an excessive contact regardless of the fact that it was before ablation. This adverse event was discovered during use of biosense webster products. The patient had fully recovered. No prolonged hospitalization was required. No ablation was performed prior to noticing the effusion. There was no evidence of a steam pop. The device was visually inspected, and it was found in good conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. . Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (71 year old, 50kg) underwent atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the catheter was inserted, during mapping, a bubble error occurred, the catheter (lot #: 30387847m) was flushed and the irrigation was weaker than expected. The physician requested to change the catheter. When the second catheter (lot #: 30392948m) was connected, error 106 was displayed. At this point, a pericardial effusion was noted (blood pressure drop) and the procedure was aborted without using the second catheter. A pericardiocentesis was performed and 300ml were removed. After the blood pressure stabilized, the patient was returned to the ward. The physician¿s commented that when the head of the cardiovascular ablation group gave his opinion, he asserted that the cause was that the catheter was mapped to the right ventricular outflow tract (rvot) by unreasonable contact while mapping with the ablation catheter. This physician also acknowledged that the poor catheter irrigation was an excessive contact regardless of the fact that it was before ablation. This adverse event was discovered during use of biosense webster products. The physician¿s opinion is that the cause of the event was procedure related. The patient had fully recovered. No prolonged hospitalization was required. No ablation was performed prior to noticing the effusion. There was no evidence of a steam pop. The tubing was flushed before using it on the patient. The bubbles were detected before passing the sensor. Since the model of the tubing set is unknown the bubble error is not coded. Since this event (cardiac tamponade) may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it was assessed as MDR reportable. The high force reading and irrigation inadequate issues were assessed as not MDR reportable. The potential risk that they could cause or contribute to a serious injury or death to the operator or patient was remote. The force sensor error ¿ 106 was assessed as not MDR reportable. The warning functioned as intended.